Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The reported problem "does not detect when the cassette is latched" was duplicated. Error was found in the device ehl (event history log). The inoperable latch flex was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump could not detect when the cassette was latched. No patient was involved in this event. No adverse effects were reported.